Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an amia automated pd cycler set experienced a low priority alarm (max air exceeded) alarm. This occurred during use of the device for peritoneal dialysis therapy. The patient was connected at the time of the event. After removing the cassette, the patient observed that the back film of the cassette was wet. There was no patient injury or medical intervention associated with this event. No additional information is available.